Event description:
I used polygrip and fixodent from approximately 1985. While I was using polygrip and fixodent, I began having numbness in my fingertips, unable to pick up anything. I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. I require a care taker and a driver. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 1985 - 2006. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? #1 and #2: no.